Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a pelvic mesh product suspension device on or around (B)(6) 2008, to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia, disability, mental anguish, significant mental and physical pain and suffering, aggravation of a preexisting condition, has sustained permanent injuries, has undergone multiple surgeries and revisionary procedures, and other injuries.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.